Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 47 cm proximal to the lead tip. The proximal lead fragment was found missing. Approximately 37 cm proximal to the lead tip the lead body was found squeezed and deformed. At this location the insulation of all conductor cables was found abraded. This damage is assumed to be the root cause of the observed oversensing with shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the visual inspection the shock coil was found deformed which most likely resulted due too mechanical stress applied during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise with inappropriate shocks. Should additional information become available, this file will be updated.